Event description:
The report from the field indicated that during a pci procedure, after pre-dilation, the cypher stent would not cross the proximal left anterior descending (lad) lesion. The approach for the procedure was the right radial artery. While attempting to withdraw the stent into the 3.5 mm ebu guiding catheter, the proximal stent struts were noted to be uplifted. The entire system was removed as a unit. The procedure was completed successfully with another cypher stent. There was no reported pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.